Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 results for quality control material and one patient sample. The initial sodium result was 117 mmol/l with a data flag and was reported outside of the laboratory. The emergency room doctor questioned the result and asked for confirmation. The sample was repeated with results of 162, 80, 147, 138, and 176 mmol/l all with data flags. The sample was repeated on another cobas 6000 c (501) module and the results were 140 and 141 mmol/l. The sodium result was corrected to 140 mmol/l. The doctor did not treat the patient based on the original reported result. There was no adverse event. The sodium electrode lot number and expiration date were requested but were not provided. The customer ran qc and found the results were out of range and giving errors. She removed the electrodes to clean the area and found the reference electrode block and tubing was full of crystallization. The customer found the o-ring was missing on the reference electrode and replaced it. She successfully calibrated, ran qc, and ran a 20 patient comparison. The field service representative confirmed the cause of the issue was the missing o-ring. He ran ise checks, precision, calibration, and qc which passed.